Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v890309, implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
It was reported that it was verified that ins was turned off. The patient was in program #3 at 0.40, caller decreased to 0.00. The patient had been having chronic vaginal infection for over 2 years. The patient was going to be evaluated in march, for testing and hcp (healthcare provider) wanted implant to be off.